Event description:
It was noted that the peripherally inserted central catheter (PICC) cracked close to the hub, causing the fluids that were running to leak out. This PICC was originally placed weeks prior and the patient received antibiotics at home. The patient was readmitted to the hospital recently. This PICC had been used since the second admission.